Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a generator. It was reported that the site was having issues where the system was arching with some of the handpiece when testing. There was no patient involvement.